Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported overheating of controller and charging issues. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the controller is very hot to hold and that it also takes a long time to charge. It takes about 5 hours to get fully charged, and then it drains in about 6 hours. It was also reported that the controller is very hot while charging and even after, when the controller is not on charger. Patient was using an insulet provided charging cable. Blood glucose levels reportedly rose to 400 mg/dl because the device was unable to administer a bolus. There were no reported symptoms from the patient, and no medical interventions were necessary. A replacement controller was sent to the patient.